Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nk461 - biolox prosthesis head 12/14 28mm m. According to the complaint description, the patient originally complained of squeaking, so the progress was observed, but recently the pain began to appear, so a revision surgery was performed. No noticeable damage to the product. Surgery was successfully completed. A revision surgery was required. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference: (B)(4). Other leading material: 400573381 - nh094 - sc/msc ceramics insert 28mm 56/58 sym.

Manufacturer narrative:
Investigation results: visual investigation: an unbroken ceramic femoral head and unbroken ceramic insert were submitted. They show clear signs of use.we had received the components for examination. They have been forwarded to the manufacturer of the ceramic components. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x 2(5) probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results the root cause is most probably patient-related. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
Other leading material: 400573381 - nh094 - sc/msc ceramics insert 28mm 56/58 sym.